Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen of insulin pump did not turn off. The customer¿s blood glucose level was unknown. The customer stated that they was unable to clear the pump errors and power loss alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify frozen screen anomaly, e/a alarm unspecified, or unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.